Manufacturer narrative:
Final analysis found the device in backup vvi mode due to checksum error. The product code was corrupted. Product code was downloaded to restore device function. Analysis performed indicated that the device battery was at elective replacement indicator ¿ eri level with stable pacing output.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pacemaker dependent patient presented in clinic for follow-up experiencing presyncope. The pulse generator initially could not be interrogated. After performing engineering test page telemetry test the device could be interrogated. Upon interrogation, the device exhibited loss of output and low impedance measurements on the ventricular channel; the device also exhibited high impedance measurements on the atrial channel. The device was explanted and replaced. The patient was in normal health post procedure and was discharged from the hospital next day.